Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was leaking past the o-rings into the reservoir compartment. It was stated that the customer was experiencing high blood glucose, and the glucose reading was 28 mmol/l at time of call. It was stated that the customer treated with a manual injection of 13.0 units of humalog. No further information was provided.